Event description:
It was reported that brand new navio was opened and updated to navio 7. Initially, ups would not turn on. Ups powered on and navio started. Navio spontaneously shut down as going through set up. Restarted navio again, it took a very long time on 'installing +checking hardware'. Turned off manually. Turned navio on-again, started up fine, and began a case - navio shutdown again it's own. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was intended to be used during treatment and was not returned for evaluation. The serial number of the device was no provided for a device history review. However, all lots distributed from the first inspection up until the complaint occurrence date were reviewed and found no product issues related to the reported event. Therefore, the device met manufacturing specifications. .a complaint history review was performed and found report of the issue. This issue will continue to be monitored. A relationship between the device and reported event has not been established. A factor that could have contributed to the reported event could have been the internal battery of the ups was defective. However, without the actual device being evaluated, the issue could not be confirmed. The root cause of the reported event could not be determined. No corrective action or containment is recommended at this time. If the device is returned, the complaint will be re-investigated at that time.